Manufacturer narrative:
(B)(4). After a review of the complaint, the complaint does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: for clarification, did the tissue pad melt? ( the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿). Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, the harmonic worked for a while then the tip came loose on the end. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n90t9n. The device was received in good physical condition. The tissue pad was in good physical condition and properly attached by the clamp arm. The device was connected to a test handpiece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were noted. It is possible that the issue encountered was due to the hp054 hand piece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.